Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the infusion sets were not sticking and the reservoir was leaking. Customer stated that the reservoir leak occurred during infusion set change and priming. Blood glucose level at the time of the call was 495 mg/dl, which he planned to treat with a bolus. During troubleshooting, the insulin pump passed the self test. The customer was advised that the infusion set would be replaced and agreed to return the product for analysis.